Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned during a device replacement procedure. It was reported that the lead was not capturing. An epicardial lead was implanted. No additional adverse patient effects were reported.